Manufacturer narrative:
A review of the subject product found a hair like foreign matter caught in the package seal resulting in partial exposure of the material on both side of the tyvek lid seal. When the package was opened and the foreign matter was removed, a impression in the seal residual was visible in the lid seal where the foreign matter was located, which could result in compromised sterility. A three year review of complaint history for the product family found this to be the first complaint reported for the subject lot of (B)(4) units manufactured in february of 2017 and the first complaint of foreign matter found in the packaging seal area. This occurrence is being reviewed with the manufacturing facility. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the customer contact: a package of davol x-stream tubing was brought to me with a hair sterilized in the package. The hair is actually caught in the seal of the package, so it is both inside and outside of the package.